Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insulin syringe with the bd ultra-fine¿ needle was found broken as the syringe broke in two pieces. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Customer returned photos of 3/10cc syringes. Customer states that the syringe broke in two pieces. The attached photos were examined and the photos did not exhibited a broken needle. However, the photos exhibited a broken plunger rod. A review of the device history record was completed for batch # 7261511 all inspections were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). Probable root causes: for broken plungers - dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. - plunger screw jams that would damage plungers, i.e., they break or bend plungers. - bowed plungers that do not get seated, and get broken off at the delrin wheel.